Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, bioglue was used in a male patient, (B)(6), for an ascending aorta replacement surgery for acute type a aortic dissection in (B)(6) 2013. It was applied to the proximal false lumen. The false aneurysm of aortic root was found by CT at the time of visit on the (B)(6). Since the patient has no symptoms, medical intervention has not been performed thus far. However, a re-operation is planned for (B)(6) 2013. Currently, the patient condition is stable. It is the surgeon's view that the amount of the applied bioglue was the proper quantity, bioglue was used with great caution such as priming, and the application site was an adequately dry condition. If possible, the re-operation will be performed as an ascending aorta replacement surgery. If impossible, the re-operation will be a bentall surgery.

Manufacturer narrative:
According to the report, bioglue (bg3510-5-j, exact lot unknown) was used in a male patient, (B)(6), for an ascending aorta replacement surgery for acute type a aortic dissection in (B)(6) 2013. It was applied to the proximal false lumen. The false aneurysm of aortic root was found by a computed tomography (CT) scan at the time of visit on (B)(6) 2013. Since the patient had no symptoms, medical intervention had not been performed. However, a re-operation was planned for (B)(6), 2013. The patient condition was stable at the time of the report. It is the surgeon's view that the amount of the applied bioglue was the proper quantity, bioglue was used with great caution such as priming, and the application site was an adequately dry condition. Re-operation was performed as planned and the following is from the pathology report from the surgeon: "the sample was a wall of false aneurysm formed around aortic root after graft replacement for aorta dissection and partly resected tissue of native aorta - graft suture site. Tissue defect was appeared on proximal stump of wall of aortic root and it across the width of 2.5cm. The chocolate colored and jellylike bioglue was found on the area between distal peripheral zone of wall of aortic root and graft suture site. A lot of thrombus appeared outside of suture site. False aneurysm wall and aorta - graft suture site were histologically investigated. False aneurysm wall mainly consists of thick layers of collagen fibril connective tissue. Thin layers of mural thrombus inside of the wall and fiber connective tissue including small vessel and clot were appeared on inside of the wall. Elastic fibrous tissue was not included. It would be consistent observation that false aneurysm was formed gradually by chronic blood leakage. The area between aorta and graft suture site was contacted with eosinophile structureless bioglue, which was located in media muscularis. In that area, tissue coagulation necrosis, inflammatory crash cell infiltration was found, and granulomatous inflammation including epithelioid cell and multinucleated giant cell were observed around there. It was found that those inflammation and fibrosis caused the tear destruction of aortic wall elastic fiber. Any infection of germ, fungus was not observed with pas, gram staining. It could not be denied that the granuloma inflammatory response with necrosis caused the failure of suture line wall and the formation of false aneurysm." The distributor was unable to definitively tell which lot number of bioglue was used by the surgeon, but possible lot numbers were determined from shipping records. The manufacturing records for the possible lot numbers were reviewed and all lots met release specifications. A review was performed on the information available at the time of the report, and a definitive conclusion regarding the cause of the pseudoaneurysm formation observed in this patient cannot be determined. It appears that in the initial procedure bioglue was only used to obliterate the false lumen and was not used on the anastomotic suture lines, and it is unclear how the use of bioglue in this particular case relates to the pseudoaneurysm observed. Residual bioglue was found at the excised anastomosis. Although a foreign body granulomatous inflammatory response is known to occur with bioglue, the extent and duration of this response is currently unknown. Furthermore, necrosis of the aortic wall in a setting of dissection may occur due to disruption of the vasa vasorum. The condition of the patient's tissue and/or any underlying disease processes that may have contributed to the observed event are unknown at this time.